Event description:
It was reported that the patient was admitted to the emergency room with hyperglycemia, showing a blood glucose level higher than 250 mg/dl while the pod was worn between 4 and 24 hours. The patient presented symptoms including nausea, dehydration and dizziness. Additionally, there was redness and swelling reported at the infusion site (abdomen). The treatment administered was intravenous fluids. The patient was discharged on the same day. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.